Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that the patient experienced low blood glucose (bg) less than 70mg/dl but more than 40mg/dl with no reported signs or symptoms of hypoglycemia. It was reported that the pump emitted multiple loss of prime warnings while the same cartridge was in use. The alleged bg excursion does not meet criteria for a serious injury. The loss of prime issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.